Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system, including a surgical lead, on 2011 (B)(6). It was reported the patient recently felt a change in his stimulation just before losing all stimulation. A review of the patient's postoperative actions found that he had engaged in some heavy lifting within the first 4 weeks following implant. The patient was referred for an x-ray; however, no anomalies or migration were noted on the x-ray. The patient will undergo a lead revision. No surgical date has yet been determined.